Event description:
The catheter was originally placed in the ER. When the nurse went into the pt's room, it was observed that the IV tubing was hanging. The bd nexiva extension set had become separated from the y-adapter. The pt was not alert and could not explain what had happened.

Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).